Event description:
It was reported that, "surgeon trying to put in new screw, but tip of screwdriver broke off".

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.